Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed a kink to both the hypotube and shaft in the same location, which was 1cm proximal from the rapid port exchange of the device. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure (20atm) and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good.